Event description:
A customer reported the console rejected a cassette during a procedure. The case was completed following a 30 minute delay. There was no pt harm.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history review and lot history could not be reviewed. The root cause could not be determined. (B)(4).